Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head prongs are bent and does not connect properly to the console. The issue occurred during inspection, prior to patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lines showing on the image due to a faulty charged-couple device (ccd) and a failed leak test. A definitive root cause could not be identified. The investigation findings did not lead to a clear conclusion about the reported event; therefore, the cause was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.